Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate high voltage therapy. During follow-up, low impedance was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was in stable condition.

Event description:
It was reported that the right ventricular (rv) lead was capped to resolve the event.